Event description:
Customer reported poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the monitor needed to be replaced. Part is on order. It is anticipated, the system will be restored to operating as intended when the part is replaced.